Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump went blank and reset itself. The insulin pump alarmed no delivery twice. In the alarm history there were two external error and two unexpected restart alarms. A temp basal was programmed before the unexpected restart alarm occurred. The unexpected restart alarm was recurring while the insulin pump was in use. Customer's blood glucose level was 5.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No signal too low alarm, unexpected restart alarm, reset anomaly, blank display, off no power alarm, low battery alarm or excessive no delivery alarm noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.